Event description:
This implantable cardioverter defibrillator (ICD) was explanted after 43 months for elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Guidant received additional information that the device had intermittent telemetry connection issues. Another guidant ICD with atrial tachy therapies was subsequently implanted. The device was returned to guidant for analysis.